Event description:
Information was received from a healthcare professional regarding a patient receiving clonidine at 5.6 mcg/day via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016, it was reported that the patient had an infection near the pump pocket and they did not want to do a refill until it cleared up. The pump was turned down to prolong how long they had before they needed to refill it. Additional information was received from the surgeon on (B)(6) 2016 and it was reported that the surgeon thought that the patient had ¿a significant wound infection not a pump infection.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.